Event description:
It was reported that, this pacemaker oversensed ventricular signals on the atrial channel after atrial sensing, leading into inappropriate atrial tachy response (atr). Boston scientific technical services (ts) recommended turning off a flutter response and extending a blank after ventricular pace from 125ms to 150 ms for an appropriate tracking of the atrial events. This pacemaker remains in service. No adverse patient effects were reported.